Event description:
Patient care nurse went to "pop" a warming pack. When activated, the pack got cold instead of warm. She activated 3 separate packs and all 3 cooled instead of warming. The 4th pack that she activated worked correctly. Accu-therm deluxe hot pack ref#: (B)(4), lot#: cn19047a6.

Event description:
Patient care nurse went to "pop" a warming pack. When activated, the pack got cold instead of warm. She activated 3 separate packs and all 3 cooled instead of warming. The 4th pack that she activated worked correctly. Accu-therm deluxe hot pack ref # mds1490104, lot # cn19047a6.